Event description:
It was reported that the ilet user received repeated occlusion alerts and experienced hyperglycemia, with a fingerstick of 295 mg/dl at the start of the follow-up call and subsequent decline to 220 mg/dl after troubleshooting; the user resumed delivery, disconnected long tubing to confirm insulin drops, and deferred a site change while noting possible scar tissue. Symptoms included hyperglycemia without other clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a reported lack of effect and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.